Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: 64002, lot# 0208302978, product type: adapter. (B)(4).

Event description:
A healthcare professional of a clinical study reported that starting (B)(6) 2015, the patient had generalized dystonia and worsening dystonia which induced pain. The event was related to programming/stimulation. An examination was conducted on (B)(6) 2015 along with laboratory testing on (B)(6) 2015 with test results which were normal for this patient. The patient had required in-patient hospitalization and medications were administered on (B)(6) 2015 which included introduction of baclofen, increased baclofen dosage, increased dosage of rivotril and increased dosage of skenan. The patient was also reprogrammed on (B)(6) 2015. The outcome was ongoing. Patient's medical history included depression, essential tremor which was the primary indication for device use and the patient was taking movement disorder and / or psychiatric medications. No surgical intervention was required and it was unknown if any was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported on january 15th 2016 medication was administered in form of an increased dose of baclofene, 90 mg per day. On (B)(6) 2016 the medication was administered in the form of introduction of artane. The event was ongoing.

Event description:
Additional information received reported the patient received an examination on (B)(6) 2016 which identified less pain but generalized dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event was unresolved with no further action planned.